Event description:
It was reported that the pt had received an inappropriate shock. During device interrogation, the surface ECG showed inadequate pacing at sinus rhythm. After programming the device to "all functions off", a total loss of sensing was observed. It was recommended that the physician explant the lead and ICD, as a lead dysfunction could not be excluded. The physician elected to only replace the ICD.